Manufacturer narrative:
This device was explanted or removed from service in excess of six months ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, there was a white substance on the exposed defibrillation coil, the helix was distorted/bent and there was blood in/on the helix mechanism.

Event description:
It was reported by the patient that the right ventricular (rv) lead was t-wave oversensing and had an apparent fracture. The lead was replaced. There were no reported patient complications as a result of this event.